Manufacturer narrative:
Correction to g1. G1: device manufacturer name: baxter healthcare - mountain home. G1: device manufacturer address 1: 1900 n highway 201. G1: device manufacturer city: mountain home. G1: device manufacturer state: ar. G1: device manufacturer postal code: 72653. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked fluid while it was closed. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.